Event description:
It was reported that the device broke during surgery. Everything was the removed from the surgical field. Due to this there was a delay of approx one hour, but the surgery was completed successfully.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.